Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set fell off events in between 01-jun-2023 to 18-may-2024. The glucose level was 200 mg/dl at the time of fourth event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.